Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an atherectomy procedure, the tip of a roadrunner extra-support bare mandril wire guide broke off inside of the patient. The wire was not altered prior to use. Antegrade femoral access was obtained for a contralateral approach. The arteries were reportedly calcified, and it was difficult to cross the lesion. Per the reporter, during atherectomy using another manufacturer¿s atherectomy device, the wire sheared off. The patient was taken to the operating room, and the wire was successfully removed from the patient. A section of the device did not remain inside the patient¿s body. The patient did not experience any adverse effects due to this event.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, during an atherectomy procedure, the tip of a roadrunner extra-support bare mandril wire guide broke off inside of the patient. The wire was not altered prior to use. Antegrade femoral access was obtained for a contralateral approach. The arteries were reportedly calcified, and it was difficult to cross the lesion. Per the reporter, during atherectomy using another manufacturer¿s atherectomy device, the wire sheared off. The patient was taken to the operating room, and the wire was successfully removed from the patient. A section of the device did not remain inside the patient¿s body. The patient did not experience any adverse effects due to this event. Corrected information: d4 (UDI). Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. A review of the device history record and complaint history found no relevant discrepancies or additional relevant complaints on the lot. The product IFU states "upon removal from package, inspect the product to ensure no damage has occurred.¿ the IFU also states that the wire is a delicate instrument and should be handled carefully, and states that forceful angulation should be avoided. The safety and risk information for the rotarex rotational excisional atherectomy system warns ¿the rotarex family of catheters may only be used with the bd supplied guidewire with which they are packaged¿ (https://www.bd.com/en-us/products-and-solutions/products/product-families/rotarex-rotational-excisional-atherectomy-system, 2025). A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. Based on the information provided and the results of the investigation, cook has concluded that procedural issues and unintended use error contributed to this event. The anatomy was calcified and the lesion was difficult to cross. The safety and risk information for the rotarex atherectomy device warns that the device may only be used with the bd wire supplied with the atherectomy device. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.